Event description:
It was reported that the coil protruded from the aneurysm sac and had to be snared. A 6mmx20cm interlock coil was selected for an embolization procedure in the mildly tortuous uterine artery aneurysm. During procedure, when the coil was deployed, it was noted that the wire which wraps around the core of the coil unraveled. A part of the coil protruded from the aneurysm sac. The physician was able to break away the part of the coil that was protruding from the aneurysm sac by snaring. The snared portion was removed from the body. The procedure was completed with another of same device. No further patient complications were reported and patient was stable post procedure.